Event description:
It was reported that during a visceral procedure, the device would not staple or cut. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 03/11/2009. Evaluation summary - the analysis results found that the 6tb45 device was received with the clamping and the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue and then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications: in addition, a sample of the batch is inspected at fgoa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.